Event description:
It was reported that the biomed had an arctic sun device that was not cooling, target 6 degrees but only cooled to 34.2, chiller temperature (t4) was at 6.0 degrees. Per additional information updated from wo on 29apr2025, the biomed 2k preventive maintenance parts and prices since it has 3113 hours and currently had a failed mixing pump. Per additional information updated from ttm on 29apr2025, biomed received the arctic sun device from the floor with a note that said it was leaking. Biomed wanted to know how should test it to evaluate it. Biomed provided s/n (B)(6). Confirmed the nurses did not mention where the device was leaking from. Biomed had device in manual control and did not notice any leaking. Warm transferred for further assistance. Biomed did functional verification. Is on the last step that instructs to cool to 4c, and device was not getting that low after 30 minutes. Biomed has follow up questions. Per additional information updated from ttm on 30apr2025, biomed would like to order a new mixing pump assembly for sn: (B)(6). Forwarded to ess for proper handling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete report source: (B)(4). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. The biomed had an arctic sun device that was not cooling, target 6 degrees but only cooled to 34.2, chiller temperature (t4) was at 6.0 degrees. Per additional information updated from wo on 29apr2025, the biomed 2k preventive maintenance parts and prices since it has 3113 hours and currently had a failed mixing pump. Per additional information updated from ttm on 29apr2025, biomed received the arctic sun device from the floor with a note that said it was leaking. Biomed wanted to know how should test it, to evaluate it. Biomed provided s/n (B)(6). Confirmed the nurses did not mention where the device was leaking from. Biomed had device in manual control and did not notice any leaking. Warm transferred for further assistance. Biomed did functional verification. Is on the last step that instructs to cool to 4c, and device was not getting that low after 30 minutes. Biomed has follow up questions. Per additional information updated from ttm on 29apr2025, biomed would like to order a new mixing pump assembly for sn: (B)(6). Forwarded to ess for proper handling. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, h. Complete report source: case-(B)(4). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, target 6 degrees but only cooled to 34.2, chiller temperature (t4) was at 6.0 degrees. Per additional information updated from wo on (B)(6) 2025, the biomed 2k preventive maintenance parts and prices since it has 3113 hours and currently had a failed mixing pump. Per additional information updated from ttm on (B)(6) 2025, biomed received the arctic sun device from the floor with a note that said it was leaking. Biomed wanted to know how should test it to evaluate it. Biomed provided s/n (B)(6). Confirmed the nurses did not mention where the device was leaking from. Biomed had device in manual control and did not notice any leaking. Warm transferred for further assistance. Biomed did functional verification. Is on the last step that instructs to cool to 4c, and device was not getting that low after 30 minutes. Biomed has follow up questions. Per additional information updated from ttm on (B)(6) 2025, biomed would like to order a new mixing pump assembly for sn: (B)(6). Forwarded to ess for proper handling.